Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user has low glucose value.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Last 5 tests in memory: 158mg/dl, 177mg/dl, "lo", 25mg/dl, "lo". Back to back blood tests performed at the time of the call resulted in 232mg/dl and 209mg/dl. Customer normally reads 130mg/dl fasting and 159mg/dl after meals. Doctor decreased medication on (B)(6) 2014 and on the following friday ((B)(6) 2014), the customer fainted on the side of the road and rushed to the ER. Time and date were not set properly in meter so glucose results at the time of the event are unknown. No adverse event reported.

Event description:
Consumer complaint of erratic blood results. Last 5 test in memory: 158mg/dl, 177mg/dl, "lo", 25mg/dl, "lo". Back to back blood tests performed at the time of the call resulted in 232 mg/dl and 209mg/dl. Customer normally reads 130mg/dl fasting and 159mg/dl after meals. Doctor decreased medications on (B)(6) 2014 and on the following friday ((B)(6) 2014), the customer fainted on the side of the road and rushed to the emergency room. Time and date were not set properly in meter so glucose results at the time of the event are unk. No adverse event reported.